Event description:
It was reported that on (B)(6) 2012 the atrial lead impedance measured low on a (B)(4) transmission. In clinic on (B)(6) 2012 the atrial lead exhibited noise which caused auto mode switching. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.